Event description:
The patient reported that in 2007, sounds suddenly became very soft and he believed the problem lay with the battery pack. It was replaced on february 21, 2007, however, one day earlier, the patient put the processor on with "broken" battery pack and it was very loud with the sound going in and out. Testing of the device two days later showed that 4 of the electrode channels had high impedances and the voltages doubling. The patient reported that the sound was now very soft. No loudness growth with re-programming the channels and the patient experienced pain when the pulse durations were increased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.